Event description:
Patient called in stating that last night, his IV remodulin pump stopped infusing. Patient states he already took out the batteries and does not remember what error code showed up (patient thinks it was "lec 1341") and knows that that is not a correctable pump malfunction. Patient states that there was a very brief interruption in therapy, and that there were no issues or side effects upon resuming his remodulin infusion. Malfunctioning pump is sn# (B)(4). Md not notified. Replacement pump being sent. Dose or amount: 97.5ng/kg/min. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: #1 pah.